Event description:
The customer reported that the system displayed flickering vertical lines. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector and the board were reconnected. The system was tested and found to be working as intended and put back into service.